Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 450cc mentor memorygel breast implants and experienced bilateral baker grade IV capsular contracture, redness, swelling, pain and rupture on the left side postoperatively. As a result, the patient underwent bilateral device removal with similar 450cc mentor memorygel breast implants, catalog number 3504501bc, serial numbers (B)(4) on the left side and unspecified on the right side on (B)(6) 2021. This report is for the patient's right-sided device.

Manufacturer narrative:
On 14-may-2021, mentor received additional information about the event. It was initially reported to mentor that the explantation date is (B)(6) 2021. New information received states that the explantation date is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).